Event description:
The customer reported being hospitalized for diabetes ketoacidosis. Troubleshooting was performed. The customer stated that the infusion set was removed and the cannula was bent. The time, basals, and daily totals were correct. Ran a fixed prime test and passed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.